Manufacturer narrative:
The complaint notification associated with this device described that the screws in the proximal posterior axis are coming loose. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at our otto bock us service center on january 13th, 2017. After evaluation we can confirm that two bolts are loose and backing out causing damage to the upper frame. An exact reason for that could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the screws in the proximal posterior axis are coming loose. No fall or injury occurred due to this failure.